Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed for IV antibiotic treatment, tpn and blood draws. Post placement the pt experienced swelling at the insertion site and it was noted that the catheter was leaking. The catheter was successfully removed via the proximal end and another PICC was placed for continuation of treatment. No treatment was given for the swelling and the pt was subsequently discharged. This device has not been received for eval. Therefore, a failure analysis is not available. Without evaluating the device co is unable to determine if it met specifications. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.